Event description:
It was reported that during a lobectomy procedure, the staples of the one side were not deployed. The same event also occurred in the second cartridge.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.